Event description:
Patient enrolled into the trial. Ipsilateral tia reported. Patient recovered without sequelae. Please reference MDR 2183870-2009-00184 for the spiderfx used in this procedure.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event. The difference in time frame reporting versus the event date is due to the clinical event committee board review of the study events and the failure to notify the manufacturer of the change in re-classification.